Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms and loss of capture. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.